Event description:
It was reported that occlusion alarms occurred. Customer whanged the pump supplies to address the issue. Reportedly the customer was using the pump supplies beyond labeling. Tandem technical support informed the customer that using the supplies beyond labeling was off- label per the tandem user guide. Customer's blood glucose (bg) was "high": although specific value was not provided. Customer addressed the elevated bg by a correction bolus via the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. H3 other text : device not returned.